Manufacturer narrative:
The second tb-0535pc was returned to olympus medical systems (omsc) for evaluation. The evaluation confirmed that the short circuit error reported by the user facility was duplicated when output was activated and the grasping section of the subject device was closed. The evaluation also found a portion of the teflon pad on the grasping surface for the tissue was unevenly worn and the metallic part under the teflon pad was exposed. A discoloration that occurs when the probe tip contacted hard objects and became high temperature was observed in the probe tip. As a result of omsc checking an error log of usg-400, it was revealed that seal and cut short circuit error of the first tb-0535pc occurred five minutes after the procedure started, and the other short circuit error of a second tb-0535pc occurred eight minutes after the procedure was resumed. The short circuit error was decided to be occurred since the probe tip and the metal part of the inner surface of the grasping section came into contact directly. There is a possibility that since the physician continuously activated output while grasping hard object such as a clip, a portion of the teflon pad of the grasping section was worn and the metal part was exposed. It is determined that the exposed metal part caused the direct contact. The instruction manual of the subject device warns a user "do not contact the probe tip with any hard objects (e.g., metal clips or other instruments), and do not grasp them when output is activated. Also, be careful to avoid contacting the probe accidentally. The probe tip could be worn away due to ultrasonic vibration and damage or detachment of the probe may result. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities." This report is one of two reports. Cross reference MFR. Report number 8010047-2012-00073.

Event description:
Olympus medical systems (omsc) received a report that during a laparoscopic sleeve gastrectomy, usg-400, ultrasonic generator, which was used in combination with the tb-0535pc, displayed "short circuit" and stopped output in seal and cut mode and seal mode. The physician stated that the same error occurred again after resetting the error. The device was replaced with a second tb-0535pc and the procedure was resumed, however the same error reportedly occurred again. The procedure was said to have been completed using a different device made by unspecified manufacturer. There was no patient injury reported.